Event description:
The hospital representative reported an infusion pump with failure code 810:04. Information regarding whether or not the device was in use on a patient when this failure occurred was not available. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.